Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that reported that pocket infection was observed. Device and leads were explanted and a new device was implanted. The patient was stable prior, during and post procedure.